Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's bag was empty, but pump still thought there was more chemo to infuse. No alarms known or recorded, however, there was a possibility of a no disposable alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump over-infusing medication (continue running when thinking bag is not empty) is the expulsor. The most probable cause for a pump alarming no disposable is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).